Event description:
It was reported that pump battery drained in excess and battery was depleting too fast. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined follow up with technical support, no event date or timeframe was provided, and technical support was unable to confirm reported battery depletion, with no additional corrective actions documented.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.